Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00749. It was reported that the patient's system will not go into MRI mode due to one of the leads showing all contacts to have high impedance. Surgical intervention was undertaken on (B)(6) 2021 during which one of the existing leads was explanted and replaced. The impedances are now cleared with the replacement lead and the system goes into MRI mode. Therapy was restored post-surgery. It is unknown which lead had the high impedances and was replaced, as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.